Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom reported via phone call that customer was hospitalized due to diabetic ketoacidosis. Date of hospitalization was unknown. Blood glucose at the time of event was 538 mg/dl. Current blood glucose was 124 mg/dl. The customer did experience symptoms as a result of high blood glucose such as diabetic ketoacidosis. Positive results in ketones test. Customer's mom reported that sugars were significantly higher than when she was on the drip while hospitalized. The insulin pump will not be returned for analysis.